Event description:
The guide wire used was a competitor product. The lv lead was not implanted. A different lead was used.

Manufacturer narrative:
Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead encountered placement difficulty. It was noted that many thrombus/clots became attached to the lv lead. Perhaps a thrombus had penetrated into the lv lead, making it difficult for the guide wire to pass through the lead. It was indicated that the thrombus/clots were not due to the patient's anatomy. The lv lead was not implanted. A different lead was used and implanted. No patient complications have been reported as a result of this event.